Event description:
The customer contacted stryker to report that their device screen was turning off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h6 - device code of the initial medwatch report indicates: electrical/electronic property problem section h6 - device code of the initial medwatch report should indicate: unexpected shutdown. Section h6 - conclusion code of the initial medwatch report indicates: cause traced to component failure section h6 - conclusion code of the initial medwatch report should indicate: cause not established. Section h6 - results code of the initial medwatch report indicates: mechanical problem identified. Section h6 - results code of the initial medwatch report should indicate: no device problem found. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and the issue could not be verified or duplicated. The root cause could not be determined. The battery pins were replaced as a precautionary measure. The device passed functional and performance testing and was returned to service at the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device screen was turning off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.